Event description:
The customer reported that his olympus hd autoclavable camera head was not providing an image when it was plugged in. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was plugged in with a test cable and no image was present due to a faulty charged coupled device unit. Additionally, there was a kink noted in the cable. The cable itself was faded and the coupler mount was generating an uncommon noise. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty charge coupled device unit. Olympus will continue to monitor field performance for this device.